Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g03001. D8. Was this device serviced by a third party? No. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The incident was determined to be related to use error as the abbott fsr was not following proper procedure at the time of the event. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While troubleshooting error code 5507 related to the drainage time of the incubator bath on the architect c4000 analyzer, the field service engineer (fse) was injured while placed the pm board in the metal card cage. His index finger was injured and was bleeding. He was wearing gloves at the time. He received the following vaccines: engerix-b, (B)(6) vaccine and adacel booster vaccine (diphtheria, tetanus and pertussis) due to the injury.